Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported to a therapy consultant that there was a hospitalization due to low blood glucose. The customer passed out in the bathroom at night and the paramedics were called. The customer did not recall the blood glucose reading. Calls were made and voicemails left to the customer for additional information.